Event description:
Reference medwatch uf/importer report (B)(4). A medwatch report was received from user facility stating that during explant of scs trial, the lead broke-off while trying to remove the lead from the pt. Per uf medwatch form, the lead will have to be surgically removed at another facility. F/u on user report: it was stated scs trial was implanted on (B)(6) 2008 and during initial lead placement, md repositioned epidural needle lower down the spinal column and finally position lead at c6 - t2. It was reported during (B)(6) 2008 removal of scs sys a portion of the lead tip remained inside the pt and that removed lead section is at (B)(6) risk mgmt. It was reported pt was scheduled for f/u with a neurosurgeon for eval and then scheduled for surgical removal of remaining portion of lead tip the week of (B)(6) 2009. Based on (B)(6) 2009 f/u, it was reported pt has been reluctant to have surgery and that lead tip remains in pt. Lead has not been returned to ans for eval.

Manufacturer narrative:
Eval: method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specs. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc defers to the pt's physician regarding medical history.